Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 32 mg/dl at the time of the incident. The customer experienced symptoms such as feeling herself going low and being disoriented. The customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was completed. Customer also complained of low battery issues on their pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test however, pump received with high stop/idle current due to a faulty lcd driver. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.